Event description:
Pt was revised to address pain.

Manufacturer narrative:
No 510k submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: patient had a primary total hip implanted on (B)(6) 2010 by (B)(6). Pt has been experiencing pain and has had (B)(6) revise the hip on (B)(6) 2010. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient had a primary total hip implanted on (B)(6) 2010 by dr (B)(6). Pt has been experiencing pain and has had dr (B)(6). Revise the hip on (B)(6) 2010. Update 10 sept 2014 - recreated to add customer reference number.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 14439. Reason for original complaint patient had a primary total hip implanted on (B)(6) 2010 by (B)(6). Pt has been experiencing pain and has had (B)(6) revise the hip on (B)(6) 2010 update 10 sept 2014 - recreated to add customer reference number. Update alert date (B)(6) 2017 claimsuite update received - attached reason(s) for revision: alval / soft tissue reaction, updated complaint category - patient harm, added additional hospital the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.